Event description:
It was reported the pt had stimulation and was able to charge the ipg, but the programmer was unable to communicate with the ipg. A replacement programmer did not resolve the issue. The pt met with the physician and x-rays were completed which determined the ipg had flipped inside the pocket. F/u identified the physician repositioned the ipg. It was reported all issues were resolved with the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.